Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Unable to verify battery power loss alarm due to blank display.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that power loss alarm again after insert new battery again. The customer¿s blood glucose level was 215 mg/dl at the time of the incident. The insulin pump will be returned for analysis.